Event description:
During a clinic follow-up, r wave amplitude variation and an increase in the capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of loss of capture and r-wave amplitude variation were not confirmed. As received, a complete lead with a stylet inserted was returned in one piece for analysis. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for the damage found which is consistent with procedural damage.